Manufacturer narrative:
The customer reports observation of false positive atellica im toxoplasma igg (toxo g) results for two samples from one pregnant patient on dates (B)(6) 2021 and (B)(6) 2022. Another sample from the same patient was tested on (B)(6) 2022 on three different alternate methods. The results were negative on all three methods. The patient was also tested on two different alternate methods in another lab. The result was positive on one of the methods and negative on the second method. The interpretation of results section of the atellica im toxo g instructions for use states: "the detection of toxoplasma igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity." Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00460 was filed for different event date.

Event description:
The customer reports observation of false positive atellica im toxoplasma igg (toxo g) results for two samples from one pregnant patient on dates (B)(6) 2021 and (B)(6) 2022. Another sample from the same patient was tested on (B)(6) 2022 on three different alternate methods. The results were negative on all three methods. The patient was also tested on two different alternate methods in another lab. The result was positive on one of the methods and negative on the second method. The initial results were reported to the physician(s), who did not question the results. There are no allegations of patient harm, changes in treatment, or delays in diagnosis in association with the discordant toxo g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00461 on dec 21, 2022 reporting an outside the united states customer observed false positive atellica im toxoplasma igg (toxo g) results for two samples from one pregnant patient on dates (B)(6) 2021 and (B)(6) 2022. Another sample from the same patient was tested on (B)(6) 2022 on three different alternate methods. The results were negative on all three methods. The patient was also tested on two different alternate methods in another lab. The result was positive on one of the methods and negative on the second method. Additional information dec 28, 2022: quality controls (qc) and calibration have been within specifications. The patient samples were not tested with hbt/nabt. The customer retains 1ml volume of patient sample 2 and is kept frozen. Additional information jan 5, 2023: the customer has produced 730 negative results with lot 278. Siemens continues to investigate. MDR 1219913-2022-00460 supplemental 1 was filed for the same updates

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00461 on dec 21, 2022. Siemens filed the MDR 1219913-2022-00461 supplemental 1 on jan 17, 2023. Additional information on feb 23, 2023 and feb 25, 2023: an outside the united states customer observed false positive atellica im toxoplasma igg (toxo g) results using lot 278 for two samples from one pregnant patient on dates (B)(6) 2021 and (B)(6) 2022. Another sample from the same patient was tested on (B)(6) 2022 on three different alternate methods. The results were negative on all three methods. The patient was also tested on two different alternate methods in another lab. The result was positive on one of the methods and negative on the second method. The customer's calibration data was valid, and qc recovered within insert ranges. Siemens retrieved patient field data and atellica im toxo g, lot 278 interpretation rates were similar to other lots. The patient samples were returned to siemens and an internal study was performed on atellica im toxo g lots 280 and 282 and immulite 2000 toxoplasma quantitative igg (txp) lot 520. Both samples recovered reactive when tested neat and post hbt and nabt treatments on atellica im toxo g lots 280 and 282. Returned sample vial 1 was non-reactive with txp lot 520 and vial 2 recovered non-reactive and indeterminate with txp lot 520, while post hbt and nabt treatment, the replicates recovered different results. This information indicates that the reproducible false reactive toxo g results are patient specific and not system or lot specific issue. The customer calculated specificity for atellica im toxo g lot 278 was 278/279 = 0.996 x100 = 99.6%. As per atellica im toxo g instructions for use (IFU) 10995430_en rev. 02, 2019-08, the resolved relative specificity results from the 3 studies in the atellica im toxo g IFU range from 99.3% to 99.8%. Based on the available information, atellica im toxoplasma igg lot 278 is performing as intended and a product performance issue has not been identified. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00460 supplemental 2 was filed for the same updates.